Event description:
It was reported that the user experienced hyperglycemia, administered a manual insulin injection with an inpen, restarted the ilet, and subsequently experienced hypoglycemia at school with a lowest documented glucose of 41 mg/dl; the ilet provided alerts and the low was treated with oral glucose. Symptoms included no reported clinical manifestations despite the documented hypoglycemia. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included complaint intake review and user interview with blood glucose details, along with troubleshooting and education provided. Investigation of this case revealed no device malfunction, with the event consistent with user-administered insulin dose stacked with ilet insulin delivery leading to hypoglycemia; the cause of the preceding hyperglycemia remains unclear. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate for the hyperglycemia and user action contributing to the hypoglycemia. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.